Event description:
An olympus representative reported on behalf of the customer the tip of ureteroscope 6.9/8.4 fr. X 430 mm, 5°, angled ocular, 3.7 fr. And 2.6 fr. Channel was melted. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of the tip melted was confirmed. The outer tube was also reported to be melted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the melt damage found on two areas of the returned device, the investigation determined the likely root cause was user error leading to component damage. Olympus will continue to monitor field performance for this device.